Event description:
Lawsuit received stating that "while being treated with a moist heating device, the patient suffered a full thickness burn to her leg, necrosis of the skin and tendon, and permanent injury and disfigurement to her knee." Product not returned for evaluation or review, unable to confirm this is a djo, llc product based on lawsuit alone. No additional information received from patient, clinician and/or lawyer regarding additional details of incident. Lawsuit claims patient is unable to perform many of the necessary duties of a spouse, and will be unable to perform such duties in the future.